Event description:
(B)(6) study. It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. Prior to the index procedure, 300 mg aspirin was administered. The device was successfully implanted with complete seal. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject presented for their first follow up. An echo was performed which revealed the presence of laminar thrombus on the watchman flx device. No evidence of pericardial effusion or thrombus in the left atrium was noted. There was no change to the seal of the device from the implant procedure. The subject was on aspirin at the time of event.